Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time.

Manufacturer narrative:
(B)(4). Device egia60amt (quantity (B)(4)) has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. (B)(4).

Event description:
According to the reporter, during a colectomy, the jaws did not open when pushing silver toggle during the open/close test; the status indicators turned off. The reload was detached forcibly. A new reload was used to continue. It is unknown if reinforcement material was used. There was no injury, delay, or adverse event reported.